Manufacturer narrative:
Verified backup speaker and logic board ok not affected for error 133.6080. Checked errorlog show 133.6080 on oct-11-2017 when cust replaced new batt, it may alarm 133.6080 when batt low. No fault found for backup speaker error 133.6080. Please recharge batt by plug into ac power to avoid backup speaker alarm, thanks. Tested run-in ok. The customer stated that there was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
Verified backup speaker and logic board ok not affected for error 133.6080. Checked errorlog show 133.6080 on oct-11-2017 when cust replaced new batt, it may alarm 133.6080 when batt low. No fault found for backup speaker error 133.6080. Please recharge batt by plug into ac power to avoid backup speaker alarm ,thanks. Tested run-in ok. The customer stated that there was no patient involvement.

Event description:
(B)(4) audio alarm. Malfunction code 133.6080. ( back-up speaker failure ). (B)(4). Verified backup speaker and logic board ok not affected for error 133.6080. Checked errorlog show 133.6080 on oct-11-2017 when cust replaced new batt, it may alarm 133.6080 when batt low. No fault found for backup speaker error 133.6080. Tested run-in ok. No recall (B)(4).